Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials were not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviated k-wire placement during the procedure today. During the k-wire placement at the first trajectory the rep noticed that the tool may have skived and informed the surgeon. The surgeon proceeded to place the k-wire. After placement, the surgeon noticed the k-wire may have been placed outside of its planned trajectory and then took ap and lateral fluoro shots to confirm the k-wire placement was off. The deviation was 4 mm lateral. The surgeon attempted to replace the k-wire and it still seemed off. The surgeon decided to move to left side trajectories and completed the case with no further incidents, but only with unilateral left screws. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.